Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes the tube overfilled. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: total blood volume well above the total tube limit about 10% more. Not enough vacuum. Analytical impact.